Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their therapy icon was no longer on their home screen. With troubleshooting, the therapy app was added back to the home screen. Walked patient through activating MRI mode and emailed MRI mode instructions to patient.

Event description:
Additional information was received from the patient. They reported that ongoing therapy concerns with lack of urinary control. Patient believed the ins was not working and wondered what was causing these issues. Patient indicated they have already made adjustments to therapy settings and it has not resolved the issue. The patient was also concerned that the therapy app and communicator did not stay on continuously. Patient services reviewed they are both designed to time out, which is normal. Reviewed expectations regarding external device use. Recommended patient follow up with managing physician to address therapy concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52300. Serial# unknown: product type software product ID neu_label_acc, serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated they can't feel where their implant was located. The agent redirected them to their healthcare provider (hcp) if the patient wanted the implant checked.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins), for urinary/bowel dysfunction and urge incontinence. It was reported, that for some reason the phone keeps timing out. Keeps saying session is timed out. And this has been going on, since they got their interstim device. Reviewed timed out info. Patient said, went to see their doctor who recommended pt call rep, but pt has been trying to call the rep for 3-4 days. And has not heard from them. Pt said, they do what the rep taught them, they put it against the implant, log on, but about an hour later, they don't feel the impulses. And they have to go to the bathroom real bad and checks the phone and it says, this session has timed out. Reviewed external equipment as remote control equipment, reviewed control equipment general use and function. And during the call, pt synched their equipment with their ins confirming therapy was on. Reviewed how to close all, when they finished using the equipment. Offered and sent email with quick guide and interstim information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.